Event description:
Patient reported left side "the left side is hard as a rock". Additionally healthcare professional reported left side rupture and capsular contracture, baker grade IV. Patient also reported "floating nipple" and "scar tissue build up"; these are not device related. Device has been explanted and discarded after surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "the left side is hard as a rock". Additionally healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.